Manufacturer narrative:
(B)(4).

Event description:
According to the reporter the jaw would not close to hold the needle. Surgery was delayed over 30 minutes but the delay did not affect the patient . The surgeon was able to reload the device but then the needle does not pass, therefore the needle falls out and they cannot continue using the device.